Event description:
The account alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician inspected the side rail latch mechanism and found it functioned as designed, no repair needed.